Event description:
It was reported that during the arthroscopy, the suture did not come out of the device. The device¿s needle functioned properly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to do a second surgery. Update 07-apr-2026 - further information was received: it was not necessary to switch the surgical technique.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.